Event description:
During the surgery the stem resulted lower than the broach respect to the intertrochanteric line. The surgeon used different liner and head than the planned to restore the correct leg length. After the surgery a bone fracture was detected, the surgeon re-open the same day the patient and cabled successfully the femur. The surgeon believes that the bone fracture happened during the broaching.